Manufacturer narrative:
Follow-up #1: date of submission 111/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2015 with the following findings: no evidence of eaw 162 no low warning in black box. Rewind, load cartridge and prime steps performed successfully with no alarms. Force sensor calibration in specifications. The pump exercised for 24 hours with no loss of primes occurring. A dim display with red hue letters was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.